Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a set screw back-out. The patient reportedly had a set screw back-out approximately 24 months post-op. There are no plans to revise at this time.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the set screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Pseudarthrosis or nonunion can result in continual loading of a spinal rod/screw construct resulting in eventual hardware failure. Hardware is also subject to various loading even after fusion is achieved which can contribute to hardware failure.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a set screw back-out. The patient reportedly had a set screw back-out approximately 24 months post-op. There are no plans to revise at this time.